Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted. This is the 1st of 2 reported events for the same device. Please reference 3011649314-2018-00164 (B)(4) for the 2nd event.

Event description:
It was reported that a patient experienced allergic reaction while using astron clearsplints. The patient developed canker sores and swelling on the upper lip. Per doctor's advice, the patient attempted to wear the appliance again and also experienced the reaction on the 2nd try. The reaction lasted at least a week after the patient stopped using the appliance. The patient has no known allergy or pre-existing condition. The doctor did not make any adjustment to the appliance prior delivering to the patient. Patient was advised to clean the appliance using water by the doctor. The patient was reported to be healed.

Manufacturer narrative:
The astron clearsplint was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth with no adjustments observed; furthermore, there were no major cracks found. The device's layers were intact and did not separate. The device was observed to be very clean, clear without any color additives and no discoloration. The case was returned in a good condition with the label. The device was returned without defect and the material has no abnormalities. This complaint will be kept on record for track and trending purposes.